Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an iab sensor failure alarm. The arterial pressure waveform disappeared while using the sensor balloon, and the iab sensor failure alarm message was displayed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an iab sensor failure alarm. The arterial pressure waveform disappeared while using the sensor balloon, and the iab sensor failure alarm message was displayed. After this issue occurred, the patients arterial pressure was measured by a transducer without any further issues. There were no adverse consequences to the patient reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and a fault log for #53 was present. The fse performed a cleaning on the optical sensor light source. The fiber optic test and the cardiosave was found to be problem-free and returned unit to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.